Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: experiencing skin irritation or breakdown at the site " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." Baw2456229 rev 0 is found to be adequate to fulfill s03fa211 revision 18 as it states: precautions: not recommended for patients who are:- experiencing skin irritation or breakdown at the site. "Discontinue use if an allergic reaction occurs." "6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patients mother stated that the patient got a urinary tract infection. Patient's mother was unsure where it came from. Patients' mother was stopping patient use for now. It was unknown what medical intervention was provided for the infection. Per follow up via phone on 17may2023, it was reported that the customer was paralyzed from the waist down and had a urinary tract infection that they were currently taking antibiotics for. The customer was still actively using the device.